Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the right side of the charge key was damaged and nearly shorted. This would cause the charge key to intermittently activate when the energy up/down or shock buttons were pushed, which prohibited the function of these keys.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the shock key was registering as being pressed all the time, causing the connect electrodes message. Physio then replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was intermittently displaying a "connect electrodes" message. When the device is displaying this message, the device could potentially not have the ability to deliver defibrillation therapy to a patient. There was no patient use associated with the reported failure. Upon evaluation of the device, it was observed that the shock button was always registering as being pressed.